Manufacturer narrative:
The date of explant and reason for explant are unknown. During processing of this complaint, attempts were made to obtain complete patient/case information.

Event description:
It was reported that the entire system was explanted. The date of explant and reason for explant are unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.